Event description:
Healthcare professional reported right side "rupture" and "inframammary lymph nodes in qqll". Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported right side "rupture" and "inframammary lymph nodes in qqll". Healthcare professional additionally stated it is not possible to determine a direct relation between the events (intramammary lymph nodes and folds) and implants. The microcysts are not related at all. Device was explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported rupture, visibility/palpability and lymphadenopathy was reviewed. Visual analysis of the photographs identified two devices one appears to be intact and the other its opening. Device not labeled by explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.